Event description:
The account stated that they obtained negative architect havab igg and igm results on a patient that had been positive in december. The havab igg results were 0.36, and the havab igm results were 0.77.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product, that has a similar product distributed in the united states product.

Manufacturer narrative:
An in-house file kit of architect havab-igg, lot number 68409hn00 and architect havab-igm, lot number 67678hn00 stored at abbott laboratories were tested. The results for each negative control and each positive control were well within the package insert specification range. The returned patient specimen was tested with both reagents and the following results were obtained: 1) 0.50 s/co with havab-igg considering the sample as non-reactive for anti-hav igg, 2) 0.83 s/co with havab-igm considering the sample as greyzone for anti-hav igm. The architect havab-igg result is in accordance with the result generated in the customer's laboratory (0.36 and 0.46 s/co) in 2009. The architect havab-igm result is in contrast to the result generated in the customer's laboratory (0.77 s/co) in 2009. To evaluate the specimen with a reference testing method, the specimen was also tested with axsym havab 2.0 and havab-m and the following results were obtained: 1) 1.92 s/co with havab 2.0 considering the sample as nonreactive for total anti-hav, 2) 0.08 index value with havab-m 2.0 considering the sample as nonreactive for anti-hav igm. On the basis of the reference test results there is no indication that the specimen in question is "false nonreactive for architect havab-igg" and "false nonreactive for architect havab-igm". However, if the igg and/or igm anti-hav results are inconsistent with clinical evidence, additional testing is suggested to confirm the results. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. To assess the respective sensitivity of the assays an in-house sample of architect havab-igg, lot number 68409hn00 and architect havab-igm, lot number 67678hn00 were tested with one replicate each of members of a commercially available seroconversion panel. The obtained results were compared with data obtained from a former test of this panel on architect havab-igg and on architect havab igm. Based on the data it was demonstrated that the sensitivity performance of architect havab-igg, lot number 68409hn00 and architect havab-igm, lot number 67678hn00 was not adversely affected. As part of the investigation the complaint and manufacturing records for architect havab-igg, lot number 68409hn00 and architect havab-igm, lot number 67678hn00 were reviewed. This review did not identify any problems relating to the customer's observation. The complaint analysis and trending system (cats) was reviewed and no adverse trends were identified for architect havab-igg and igm. No product deficiency / malfunction was identified. This is the final report.